Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video image processor (vip) due to repeated 319 errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the component for evaluation, but evaluation has not been completed as of the date of this report. The probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that the system exhibited error 319 when powering on. Before reaching out to technical support, several hard power cycles of the entire system had been performed without resolving the issue. Technical support reviewed system logs and determined that error 319 was associated with the video display controller (vdc) node on the video image processor (vip).